Event description:
Additional information was received from clinical consultant on 10feb2020 stating that the patient did not expire. The information was given by mistake, the patient is still alive and ongoing with lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(4), and the reported events could not be conclusively established through this evaluation. The account reported that patient experienced a hypotensive event on (B)(6) 2019 during which time there was an acute change in respiratory pattern, followed by acidosis as well as a mixed venous oxygen saturation in the single digits. The patient was re-intubated and an arterial line was placed, which showed severe hypotension with mean arterial pressure (map) in the 20s. The patient suffered a hypoxic and hypoperfusion episode, with pleural effusion also noted at the time. A CT was performed which showed brain stem swelling, with diffusion bilateral watershed. The physician suspected that it was a hypotensive infarct. Within days following event, the patient was able to weakly respond to commands orally and with facial expression but was unable to move his arms or legs. The patient¿s overall inability to move his extremities persisted to on (B)(6) 2019, although cns noted that the patient had a bit of arm movement at this time. The neuro team was involved and the patient was treated with steroids, which improved his white matter a small amount. The patient had high intracranial pressure but the team managed to get him through the event alive without herniating. It was noted that since the patient was a fontan patient with an open fontan fenestration, it was possible that a clot may have moved through his fontan fenestration to his brainstem, thus causing the event. The team was hopeful regarding improvement. Additional information was received which stated that the patient had exhibited tremendous neurological improvement and was speaking in full sentences as of on (B)(6) 2020. It was further communicated that the patient would be sent to an inpatient rehab facility in feb2020. The account also reported that this event was not considered to be device related and no lvad issues were noted. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(4), and no further related events have been reported at this time. The heartmate 3 lvas IFU lists all potential adverse events, including stroke, that may be associated with the use of heartmate 3 left ventricular assist device. This document also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced hypotensive event during which time there was an acute change in respiratory pattern, followed by acidosis and mixed venous oxygen saturation was noted to be in single digits. Patient was re-intubated an arterial line was placed, which showed severe hypotension with map in 20s. The patient suffered hypoxic and hypoperfusion episode. Pleural effusion noted at the time as well. CT performed showed brain stem swelling, with diffusion bilateral watershed. Prior to this event patient was sitting in chair, eating, talking. On computed tomography scan following event, an infarct was presented, and the physician suspected it was a hypotensive infarct. Following the event, the patient was unable to move arms or legs, which had overall persisted. Within days following the event, the patient was able to weakly respond to commands orally and with facial expression. Cns noted the patient had a bit of arm movement 2 weeks following event but nothing substantial. Neuro team was involved and the patient was treated with steroids, which improved his white matter a small amount. He had high intracranial pressure and team managed to get him through the event alive without herniating. Clinician noted that since patient is a fontan patient with an open fontan fenestration, it was possible that a clot may have moved through his fontan fenestration to his brain stem, thus causing the event. The team is hopeful regarding improvement, but the patient was immobile following the hypotensive infarct. No additional information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The site communicated that the patient was sent home on hospice and passed away on (B)(6) 2019. Death not deemed directly device related, however previous suspected stroke (suspected clot moved through fontan fenestration, could not be conclusively determined by clinician) contributed to hospice care and subsequent death. No additional information was reported.